Manufacturer narrative:
G4:24nov2020. B4:25nov2020. The customer did not accept the quotation provided and the quote expired. A review of service history found no parts were ordered or service requested and the case was closed. Philips has not been authorized at this time to evaluate the device. Although requested no additional information regarding the unit's status was confirmed at this time. No parts have been confirmed to be replaced or returned for evaluation at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18sep2020.

Event description:
It was reported to philips that the ventilator's screen does not turn on or light up. The device was not in clinical use at the time of the event. There was no report of patient or user harm.